Event description:
Information was received from a patient regarding an implantable neurostimulator (INS). Patient reported that while laying down, they can feel a jolt that was really high and this sensation would last for about 30 minutes before it slowly goes down. Patient said the sensation is in their hips. Patient said they have tried to adjust stimulation. Issue started about a month ago. Patient was redirected to healthcare provider hcp to investigate further and perhaps get reprogrammed.

Manufacturer narrative:
B3: Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.